Manufacturer narrative:
Testing and investigation was performed by the field service engineer at the user facility. During testing the device alarmed warning replace the battery. This was due to a swollen dead battery. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed for low battery. The device was returned to the biomedical department with an unsigned note attached stating low battery. No information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility it was noted that the device battery was swollen. No additional information was provided.